Event description:
It was reported that customer was admittted as an inpatient to a hosp for diabetic ketoacidosis. Troubleshooting was performed and pump passed all requirements.

Manufacturer narrative:
Currently it is unk whether or not the device may have casued or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.